Manufacturer narrative:
The patient sex should have been marked female in the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-09909. It was reported the patient experienced discomfort located at the anchor site post weight-loss. As a result, the patient underwent surgical intervention where the anchors were explanted and replaced. There were no complaints of pain post-operatively.